Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. D10: concomitant medical products: (relevant associated devices used with the device being reported on): gore® tag® conformable thoracic stent graft with active control system, gore® tag® thoracic branch endoprosthesis (aortic component). Product history review is ongoing. The device remains implanted in the patient. Therefore, a device evaluation could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore, that on (B)(6) 2025, a patient presented with a type b aortic dissection, was treated with a gore® tag® thoracic branch endoprosthesis (tbe) and a gore® tag® conformable thoracic stent graft with active control system (ctag), following IFU recommendations. The procedure proceeded without complications. During the procedure, the activated clotting time was measured at 156 seconds, prompting the physician to request additional heparin. Reportedly, it appears there were some issues with its administration by the anesthesiologist. At the end of the procedure, the patient experienced delayed awakening from anesthesia. Initially, the patient was able to move the right arm and leg but showed no movement in the left arm and leg. After some time and following the administration of medications (likely mannitol, however details not provided), the patient regained movement on the left side as well. To exclude the possibility of a stroke, a brain angio-CT was performed. The imaging revealed a thrombus in the right m1 segment, which was the cause of the temporary left hemiparesis. The patient subsequently underwent thromboaspiration, with complete and immediate neurological recovery following the procedure.

Manufacturer narrative:
Updated h6: updated health effect: impact code to f2303. Code f2301 was inadvertently entered and should be removed. Updated component code to g04122, code g07001 was inadvertently entered and should be removed. Updated investigation findings code to c19, code c21 is no longer applicable. Updated investigation conclusions code to d15, code d16 is no longer applicable. As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.